Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficult deployment appears to be related to a combination of user technique and user error that occurred during the procedure. In this case, the account reported there was extreme curving of the clip delivery system (cds) (user error) and extensive troubleshooting (user technique) that allowed the actuator knob to become re-advanced into the actuator assembly. While it is unknown when the re-advancement of the actuator knob occurred, these procedural interactions (e.g. Extreme curving of the cds and re-advancement of the actuator knob) likely resulted in increased forces on the system and the coupler being pushed back into the l-lock tabs, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released after the knob was retracted again. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclip system instructions for use (IFU) warns to not deflect the sleeve more than 90 degrees during sleeve inspection, as it could result in a damaged product while may result in cardiac injury. The IFU also indicates: use of the mitraclip system should be restricted to those physicians trained to perform invasive endovascular and transseptal procedures and those trained in the proper use of the system.

Event description:
Additional information subsequent to the initial medwatch filed: it was reported that during the deployment sequence, a cath lab technician performed the initial deployment steps properly: the actuator knob was rotated 8 times counterclockwise without resistance, the delivery catheter (dc) fastener was released and the actuator knob was retracted until the release pin groove was exposed; however, the clip did not deploy. The technician was replaced by the physician to perform troubleshooting maneuvers. The clip appeared angulated on the leaflets. Troubleshooting maneuvers were performed by fully extending and retracting the dc handle, the steerable guide catheter (sgc) was advanced in an attempt to push the clip off the dc, the guide was torqued and m-curve was taken off. The a/p knob was turned in both directions. At an unknown time, it was observed that the actuator knob had re-advanced, so that the groove was no longer exposed. At this point, the physician retracted the actuator knob while turning the knob counterclockwise with no resistance and the clip deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) applied. The device was curved more than 90 degrees and the actuator knob was re-advanced in. The clip remains in the patient. The clip delivery system reportedly is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip was difficult to deploy, requiring intervention. It was reported that this was a mitraclip procedure to treat severe functional mitral regurgitation (mr). The clip delivery system was advanced to the mitral valve, curving approximately 100 degrees. The curve was slightly released to 90 degrees. The anterior 2 (a2) and posterior 2 (p2) leaflets were grasped with good leaflet insertion. During clip deployment, the clip did not separate from the delivery system as expected. The mitraclip appeared angulated on the leaflets. Troubleshooting measures were performed. The delivery catheter handle was fully extended and retracted without resistance noted. The steerable guide catheter (sgc) was advanced so the sgc soft tip was next to the clip, attempting to aid in pushing the clip off the delivery system. The sgc was torqued and the m curve was taken off. The a/p knob was turned in both directions. There was no clip deployment. It was then noted that the actuator knob had been re-advanced in. It is unknown when this was performed. The actuator knob was retracted while turning the actuator knob counterclockwise as before with no resistance. The clip then separated from the delivery system, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.